Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. Date of event is an approximation. On (B)(6) 2025, it was reported that the patient experienced inaccurate cgm values. The patient uses tandem tslim in modified closed loop. The patient's cgm was not providing the correct reading. She no longer remembered the cgm value nor bg meter value at that time. The bias of the inaccuracy was not described. She calibrated; however, it was still inaccurate. She began throwing up and had high ketones. She didn't take any medication while she was at home. Her mother immediately drove her to the hospital. She could no longer remember her cgm and bg meter values at that time. She was given IV fluids, insulin drip, and anti-nausea medication (reglan). The patient was diagnosed with dka and she stayed in the hospital for three days and was discharged on (B)(6) 2025. She was okay during the call. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There were no reported glucose values available to search within the parkes error grid calculator. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.